Event description:
It was reported that the insulin pump alarmed several times during prime. Troubleshooting was performed. Ran a displacement test and the device failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.